Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there is no more information on the breaking of the stylet. The rep stated the device has not been sent yet, but they will email the tracking number once it's available. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the top of the stylet snapped when attempting to remove the stylet from the lead while placed in the brain. There did not appear to be any unusual factors. The clear plastic loop that was on the distal end was also not able to be removed. Upon follow up with the surgeon there were no unusual factors. They had to take the snapped remaining proximal piece of plastic off followed by very gently attempting to remove the main part of the stylet whilst it was implanted. The clear plastic part was not able to be removed as it normally would be. Upon follow up with the surgeon they felt it was difficult to remove. The issue was resolved at the time of the report. The initial event was on (B)(6) 2018 and follow up was performed on (B)(6) 2018. The stylet packages would be returned. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components. Accessory correction to show event description with stylet. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the top of the stylet snapped when attempting to remove the stylet from the lead while placed in the brain. There did not appear to be any unusual factors. The clear plastic loop that was on the distal end was also not able to be removed. Upon follow up with the surgeon there were no unusual factors. They had to take the snapped remaining proximal piece of plastic off followed by very gently attempting to remove the main part of the stylet whilst it was implanted. The clear plastic part was not able to be removed as it normally would be. Upon follow up with the surgeon they felt it was difficult to remove. The issue was resolved at the time of the report. The initial event was on (B)(6)2018 and follow up was performed on (B)(6)2018. The stylet packages would be returned. Additional information was received: it was reported that there is no more information on the breaking of the stylet. The rep stated the device has not been sent yet, but they will email the tracking number once it's available. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components. Analysis had shown that a c450, the device's handle was broken but due to user error. If information is provided in the future, a supplemental report will be issued.